Event description:
Related manufacturer reference number: 2017865-2022-19285. It was reported the patient presented after an unrelated procedure. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) and right ventricular lead required 6 shocks to convert the patient's ventricular tachycardia due to high defibration thresholds. The ICD and right ventricular lead were explanted and replaced. The patient was recovering after the surgery.